Event description:
Conmed japan reported on behalf of their customer that the device ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip was being used on 11mar2025 and ¿the fracture was not noticed during the operation, but was noticed when the trocar was removed at the end of the operation. The fragments were there, so they were retrieved without falling into the abdominal cavity. The operation was completed as normal.¿. There was no impact or injury to the patient. The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device ias12-100lpi found that a fragment had broken off the tip of the trocar. The fragment was not returned. A root cause cannot be determined; however, based upon risk assessment and IFU, a possible cause of this event could be the use of excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 78 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip was being used on (B)(6) 2025 and ¿the fracture was not noticed during the operation but was noticed when the trocar was removed at the end of the operation. The fragments were there, so they were retrieved without falling into the abdominal cavity. The operation was completed as normal.¿ there was no impact or injury to the patient. The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.